Event description:
It was reported via medwatch (B)(4) that tip detachment occurred, requiring snare for removal. The target lesion was located in the superficial femoral artery (sfa). A 300cm, 12cm v-18 control wire was selected for angiographic procedure. During the procedure, it was noted that the wire tangled, and the tip of the guidewire broke off inside the patient. A snare was used to remove the remaining wire, extending the procedure. No device fragments were left inside the body, and the procedure was successfully completed. The patient was stable post-procedure.